Manufacturer narrative:
This follow-up report is being submitted to relay updated and additional information. Review of received data: the patient presented the clinic with adverse local tissue reaction with a cobalt level of 18 and chromium of 13 that had been trending up. Post 1st revision surgery the patient twice underwent closed reduction for dislocation. Second closed reduction proved challenging with significant effort required to reduce the hip. With this history patient increased the risk for repeat instability. Hence the patient was revised post two closed reduction. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: this device is intended for treatment. Product compatibility couldn't be performed since only one item number is available. DHR review: DHR review couldn't be performed since lot# is unavailable. Conclusion summary: it was reported that the product was implanted on (B)(6) 2018 and revised on (B)(6) 2018 due to scar tissue, repeated instability after dislocation. Patient was treated twice with closed reduction previously. In vivo time of the device 75 days. First revision for durom cup is captured under (B)(4). Left side durom cup case is captured under (B)(4). The investigation results did not identify a non-conformance or a complaint out of box (coob). However, based on the available information, we were not able to identify an exact root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
No change to previously reported event.

Manufacturer narrative:
Concomitant medical products: zimmer biomet osseoti acetabular shell, size 64 outer diameter, catalog no#:unknown, lot#:unknown. Zimmer biomet acetabular liner for an osseoti cup, highly cross-linked polyethylene with an outer diameter 40, standard, catalog no#:unknown, lot#:unknown. Acetabular screws, 2, catalog no#:unknown, lot#:unknown. Therapy date : (B)(6) 2018. The manufacturer did not receive x-rays for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
Patient was implanted on the right side and underwent a revision surgery due to scar tissue and repeated instability after dislocation.